Event description:
On (B)(6) 2014 at the (B)(6) center in san francisco ca it was reported that the luer lock cap on the arterial outlet connector of the beq-hmod70000 quadrox-ID oxygenator from lot number 70097375 leaked during priming. Repeated replacement of luer cap did not solve the problem. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was leak tested on the blood side using water at a pressure of 1.5 bar and the sample passed the leak test per specifications. The investigation further revealed that the red 1/4" plug was mounted incorrectly and leaked. There was limited evidence of a leak in the luer lock. Due to the positioning of the oxygenator during use the flow was towards the direction of the luer lock and it appeared to be leaking. (B)(4).